Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and log file analysis. According to the available information, during an emergency case, x-ray was blocked and the error message "no xray, tube too hot" was displayed. The procedure was continued and finished using an alternative system. No adverse patient health consequence was communicated. The onsite service intervention revealed the x-ray tube cooling unit had a malfunctioning pump. Therefore, the cooling unit was no longer able to dissipate the heat generated by the x-ray tube. Subsequently, a multi-stage detection and warning mechanism was activated, so that the system displayed the message "tube hot, have a break" to the user. The user continued x-ray and, as a result a hardware switch was activated, disabling the x-ray and displaying "no x-ray, tube too hot". After the exchange of the pump the problem did not recur. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis q ceiling system. During a patient procedure, no x-ray exposure was available due to the x-ray tube becoming too hot. The patient had to be moved and the procedure was completed on an alternate system. We have no indications of any adverse effects on the health status of any involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.